Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, patient interfaces on nim vital would not connect wirelessly or with patient interface cable. In about section of nim vital, patient interfaces were not listed as connected devices. Nim vital - patient interfaces disconnected from connected devices. Rep troubleshooted with 2 different cables and could not connect. Tried restarting system and turning patient interfaces off and on, could not connect. System was on software 1.7.5 . User did not check the reported patient interfaces with other console. User tried patient interfaces from other system and had same outcome. There was no patient involvement.

Manufacturer narrative:
H3: analysis mentioned reported fault confirmed. Console could not established wireless or wired connection with patient interface. Device received at the depot running on software v1.7.5. Power management board pcba failure. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4) ; h3: analysis mentioned reported fault not confirmed. Patient interface established wireless or wired connection with test console. Device received at the depot running on software v1.7.5. Batteries are more than 2 years old. H6: imdrf annex code c19, d14, d20 are applicable to this product. Product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4) h3: analysis mentioned reported fault not confirmed. Patient interface established wireless or wired connection with test console. Device received at the depot running on software v1.7.5. Batteries are more than 2 years old. Stim 1 positive electrode loose. H6: imdrf annex code c19,c07, d14, d1102, d20 are applicable to this product. H6: previously added imdrf code b21, c21, d16 are no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.